Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had arrhythmias and was cardioverted on (B)(6) 2025. A flutter ablation was planned for the future. Log files were submitted for review and captured low flow events between (B)(6) 2025 that seemed to be patient related. It was noted that the patient had 2 syncopal events on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the low flow alarms was excess fluid removal with hemodialysis and atrial flutter arrhythmia. The low flow alarms resolved.

Manufacturer narrative:
D4 - UDI - correction manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted log file contained events from 24jun2025 through 01jul2025, per the timestamps. The log file captured numerous low flow hazard alarms. No other notable events or alarms were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU), revision, rev. A, and the heartmate ii patient handbook rev. An are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pump flow. Section 1 also lists potential adverse events, including arrhythmia and renal dysfunction, that may be associated with the use of the heartmate ii left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received on 09jul2025 reported that the patient experienced symptoms of lightheadedness and syncope, that the arrythmia was identified as atrial flutter and it has since been resolved.